Manufacturer narrative:
A ge rep evaluated the system and replaced the cine bridge board. System operates as intended.

Event description:
Customer reported the system locked up during a cine run. No pt injury was reported.